Manufacturer narrative:
The tip of the formed needle was observed to be damaged. This damage can be concluded as the cause of the reported irritation.

Event description:
It was reported that a skin irritation causing excessive itching, and irritation had occurred while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied.